Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device had an illuminated service indication and had logged a fault code. Upon evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.